Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 595 mg/dl at the time of the event. The event involved products mmt-7020la, mmt-332a, mmt-377a, mmt-7911na, mmt-1880, and unomedical. The current blood glucose value was 571 mg/dl. Troubleshooting was performed and the customer used the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode feature was active at the time of the event. No further patient complications were reported. The sensor mmt-7911na was returned for analysis. The products mmt-1880, mmt-7020la, mmt-332a, and mmt-377a will not be returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.